Event description:
It was reported that the catheter was dislodged. The patient had a planned revision because the health care provider thought the catheter pulled out of the intrathecal space. The caller did not know timelines for when this occurred. Later on this report date, it was said the pump medication was changed from dilaudid to morphine and the system was primed. Additional information was requested but was not yet available at this time.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).